Event description:
Subsequent to the initial report, it was reported that there was no resistance during removal. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: medical device problem code 1528 - removed.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the moderately tortuous right coronary artery (rca). A 5x8mm nc trek balloon dilatation catheter (bdc) was advanced with resistance noted at the implanted stent. During the first inflation to 5 atmospheres (atm), the balloon ruptured. The bdc met resistance with the stent upon removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.